Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient had eye hemorrhage because her blood glucose was too high resulting for her eyesight to become bad and was treated with bolus and manual injection on (B)(6) 2026.